Event description:
Information received 08/10/2005 device explanted due to infection. Will replace after antibiotics clear it up.

Event description:
Device explanted due to infection. Will replace after antibiotics clear it up.